Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00129. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, the patient's colon was perforated. The perforated area was clipped . The patient was then sent to recovery room for monitoring and was discharged. The customer reported that it felt like there was some kind of burr on the distal end that may have contributed to the issue. There were no further reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to multiple kinks, scrape mark and tear mark inside the biopsy channel. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported issue was due to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.